Manufacturer narrative:
Initial.

Event description:
It was reported that an alert 38 occurred indicating a motor stall on the ilet pump, consistent with a failure to infuse, and the user was guided to restart the pump, perform a dry run, and prepare for a full supply change; the affected component is the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related issue identified during troubleshooting in the context of a motor-related infusion failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.